Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. In this case, the bioprosthetic valve stenosis was confirmed based on medical records received. Available information suggests patient factors (atherosclerosis, hyperlipidemia, diabetes) likely contributed to the event as noted in medical records. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by an edwards lifesciences field clinical specialist that a patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position, is experiencing elevated gradients after an implant duration of approximately 1 year and 1 month. Echo completed 24 hours post-implant indicated the valve mean gradient was 24mmhg. Recent mean gradient is now 39mmhg. Tte stated bioprosthetic aortic valve had severe stenosis, ava 1.11 cm2, and ejection fraction of 55%. Heath catheterization showed 70% stenosis of the right coronary artery and 70% stenosis of the 2nd diagonal. The patient reports dyspnea with exertion. It was recommended to proceed with surgical aortic valve replacement surgery with coronary artery bypass graft.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information received. It was learned that the transcatheter heart valve was explanted and an edwards lifesciences surgical valve was implanted. The following sections of this report have been updated: information added to d6b, corrected h6 health effect - impact code, code "device not accessible for testing" removed from h6 type of investigation, and code "device not returned" added to h6 type of investigation.